Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet with a steel infusion set, prefilled cartridge, and dexcom g7, with fingerstick readings up to ¿hi¿ reaching a peak of 401 mg/dl after a recent supply change and tubing-only replacement. Troubleshooting included pump rewind, inspection for air bubbles, verifying drip at the infusion set, and subsequent guidance to replace all infusion supplies and move the site. Symptoms included elevated blood glucose without reported systemic symptoms. Outcomes included interruption of routine therapy to perform supply replacement and a recommendation to consider subcutaneous insulin by injection per healthcare provider guidance with temporary pump disconnection if given. Investigation included technical troubleshooting with user education and remote assessment of infusion setup. Investigation of this case revealed no confirmed device malfunction, and a probable infusion or setup issue could not be excluded. It was concluded that the cause of the hyperglycemia was unclear and related to use conditions rather than a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.